Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to urinary retention with the cuff deactivated. The cuff was removed and replaced with a larger cuff. There were no additional patient complication reported.